Event description:
Information received by medtronic indicated that the customer reported no delivery alarm and experienced hyperglycemia with a blood glucose value of 600 mg/dl at the time of the event. The customer was rushed to emergency services and treated with an intravenous insulin drip. Troubleshooting was performed and it was found that the customer alleges that the pump was under-delivering. The customer was using the insulin pump within 48 hours of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2023, there was no unexpected alarms/suspends and found manual bolus delivery daily total of bolus insulin delivered: (9.6 u) (B)(6) 2023 08:06:13.000 normal bolus delivered (220). Normal bolus amount programmed: 96000 (9.6 u). Bolus amount delivered: 96000 (9.6 u). In further full review of the pump history/traces on the event date of (B)(6) 2023, there was no unexpected alarms/suspends and found manual bolus delivery. Daily total of bolus insulin delivered: (19.6 u). (B)(6) 2023 13:45:07.000 normal bolus delivered (220). Normal bolus amount programmed: 59000 (5.9 u). Bolus amount delivered: 59000 (5.9 u). (B)(6) 2023 15:36:19.000 normal bolus delivered (220). Normal bolus amount programmed: 55000 (5.5 u). Bolus amount delivered: 55000 (5.5 u). (B)(6) 2023 17:22:05.000 normal bolus delivered (220). Normal bolus amount programmed: 52000 (5.2 u). Bolus amount delivered: 52000 (5.2 u). (B)(6) 2023 19:09:31.000 normal bolus delivered (220). Normal bolus amount programmed: 28000 (2.8 u). Bolus amount delivered: 28000 (2.8 u). (B)(6) 2023 19:22:48.000 normal bolus delivered (220). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date (B)(6) 2023. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on the event date (B)(6) 2023. (B)(6) 2023, 06:49:44.000, alarm alert notification (40), fault number: no delivery, (7) during prime. (B)(6) 2023, 06:50:48.000, alarm alert notification (40), fault number: no delivery, (7) during prime. (B)(6) 2023, 06:51:46.000, alarm alert notification (40), fault number: no delivery, (7) during prime. (B)(6) 2023, 06:54:26.000, alarm alert notification (40), fault number: no delivery, (7) during prime. (B)(6) 2023, 06:57:47.000, alarm alert notification (40), fault number: no delivery, (7) during prime. (B)(6) 2023, 07:00:24.000, alarm alert notification (40), fault number: no delivery, (7) during prime. (B)(6) 2023, 07:10:00.000, alarm alert notification (40), fault number: no delivery, (7) during prime. Please see below for pump errors/alarms noted 1 week prior to the event dates (B)(6) 2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 08:00:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 17:31:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:02:00.000. (B)(6) 2023 18:12:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:13:20.000. (B)(6) 2023 18:13:28.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:13:04.000. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power. The customer may have used a low power/depleted battery. Power loss alarm were expected since the pump resets due to battery backup depletion. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted generate alkaline battery installed. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.